Event description:
The customer reported to philips healthcare that they needed a replacement of their battery on their emergency cart. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).